Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Tamper seals were removed/broken. Broken on left corner in front of top case, cracked on right plunger case, missing all the labels on bottom case and window len. The force sensor test error was observed in the event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up process and unable to calibrate the force sensor (no force).the root cause of the reported issue was found to be a combination of damaged plunger board where the force sensor connector plugged and damaged force sensor cable. The technician replaced the plunger board and force sensor. Performed force sensor calibration which the device passed.

Event description:
It was reported that the force sensor test failed. No patient injury was reported.